Event description:
A red head fat processing canister was utilized during a liposuction procedure at our facility. During the procedure, the canister lid broke into pieces causing the canister lid to collapse into the collected fat. While this product malfunction was not life-threatening, it did cause a delay in the procedure.